Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "blood leaked from the tubing during blood collection."

Manufacturer narrative:
H6: investigation summary bd received 5 photos and 11 customer samples from the customer for review and analysis. The samples and photos were visually evaluated, and the customer¿s indicated failure mode of damaged tubing was observed. Additionally, the customer samples were subjected to functional testing and the customer¿s indicated failure mode of leakage was observed as 1 of the customer samples failed testing. Therefore, the failure mode of leakage can be confirmed based on the customer sample testing results. Additionally, 100 retention samples from the bd inventory were subjected to a visual examination and 30 samples were subjected to functional testing for cut tubing and leakage and, both issues of cut tubing and leakage were observed. Therefore, the reported failure mode of leakages and damaged tubing can be confirmed based on the retain sample testing results. The device history record was reviewed with no issues being identified, and there were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failures with the retain sample and customer sample testing results. Bd has initiated further root cause investigation relating to the issue of damaged tubing and leakage through corrective and preventive actions. CAPA pr #4688284 has been created in relation to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "blood leaked from the tubing during blood collection."